Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer treated with manual injection. The customer did not go to the hospital just took insulin and laid down. The customer offered troubleshooting but declined for high blood glucose. The customer wife gave shot in the shoulder started to feel better. The insulin pump will not be returned for analysis.